Event description:
A report was received that, prior a lead revision procedure, the anesthesiologist nicked the pt's dura while giving the pt an epidural. The pt experienced a headache, and the physician performed a blood patch. The pt's lead revision procedure was aborted and will be re-scheduled for a later date. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.